Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not stay in standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, and the patient was moved to another device. There was no reported patient impact. The customer called technical support to report that the device would not stay in standby mode. The remote service engineer (rse) informed the customer that the latest version of the service manual and advised that the likely failure is with the flow sensor assembly. The customer completed test 7 for air flow accuracy, and the device failed at 35 standard liter per minute (slpm)--according to the service manual, the set air flow values correspond to the following flow measurements: 0 slpm -1.0 to 1.0 slpm 10 slpm 8.6 to 11.4 slpm 35 slpm 33.2 to 36.8 slpm 60 slpm 56.2 to 63.8 slpm 140 slpm 129.8 to 150.2 slpm the rse recommended replacing the flow sensor assembly and provided the customer with the part number and price of the replacement flow sensor assembly for repair. The investigation is ongoing.

Manufacturer narrative:
There was no patient involvement at the time the issue was discovered as the issue was found during annual preventive maintenance (pm). No patient or user harm was reported. The replacement flow sensor assembly has been ordered, but it is backordered. The repair is still pending.

Manufacturer narrative:
Per good faith effort response, the replacement flow sensor assembly took a long time to arrive, so the customer ultimately ordered the replacement gas delivery system (which includes a flow sensor assembly), to expedite the repair process. The issue was resolved, and the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.